Manufacturer narrative:
E1; reporter email not available. Manufacturer's investigation conclusion: the reported event of corrosion to the 14v lithium ion battery serial number: (B)(6) was confirmed. Multiple terminal contacts were observed to have corrosion damages upon arrival of the returned battery. The battery was functionally tested and found to perform as intended despite the observed damages. The root cause of the reported event was unable to be conclusively determined through this analysis. The initial testing records were reviewed for the 14v li-ion battery serial number: (B)(6) and it was found that the battery operated as intended. The heartmate 3 patient handbook explains how to properly use the universal battery charger to charge and calibrate the 14v li-ion batteries. Instructions on how to use the ubc to view and interpret key information about the batteries are also provided. The heartmate 3 patient handbook provides instruction on how to properly clean and maintain all equipment, including the 14v li-ion batteries. The user is instructed to clean battery contacts with a cotton swab or lint-free cloth that has been moistened with rubbing alcohol. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the battery was exchanged due to a severe corrosion on the metal contacts. No alarms were reported.